Event description:
A report was received that the patient was experiencing jolts across his chest when he starts to charge the ipg. The patient had a previous pacemaker surgery wherein he was defibrillated. The physician determined that the scs system and pacemaker are not compatible. The patient¿s scs system will be replaced.

Manufacturer narrative:
Device evaluation indicated that the lead passed visual and photographic imaging tests performed. Visual and x-ray inspections were performed to ensure the device integrity. No anomalies were found. Device evaluation indicated that the ipg exhibited analog integrated circuit (aic) damage: wake-up signals were not generated; high thermal temperature on the aic; and excessive sleep current leakage. It was reported that the patient had a pacemaker surgery, and the patient was defibrillated four times by the physician during the procedure. Defibrillator was a known source of high-voltage transient signal that could damage the aic.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the entire system was replaced. The patient was reportedly doing well after the procedure. The explanted leads were not returned to bsn as they were discarded by the medical facility. It is indicated that the leads will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing jolts across his chest when he starts to charge the ipg. The patient had a previous pacemaker surgery wherein he was defibrillated. The physician determined that the scs system and pacemaker are not compatible. The patient¿s scs system will be replaced.

Manufacturer narrative:
(B)(6) 2013, additional suspect medical device components involved in the event: model #: sc-2138-50, serial #: (B)(4), description: scs 50cm iii lead.

Event description:
A report was received that the patient was experiencing jolts across his chest when he starts to charge the ipg. The patient had a previous pacemaker surgery wherein he was defibrillated. The physician determined that the scs system and pacemaker are not compatible. The patient¿s scs system will be replaced.